Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil windings were offset. The embolization coil was intact with the pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not seated properly inside the hub taper of the catheter during advancement, the embolization coil may start taking shape inside the hub, and damage such as this may occur. The offset coil windings likely contributed to the resistance that was met by the physician. The od of the embolization coil was measured and found to be within specification. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the intercostal artery using ruby coils. The physician noted that the patient's anatomy was tortuous. During the procedure, while attempting to deploy the first ruby coil using another manufacturer's microcatheter, the physician deployed three fourths of the coil into the vessel without any initial resistance. However, while attempting to advance the coil completely into the vessel, the physician encountered resistance and decided to remove the coil. The procedure was then successfully completed using two non-penumbra coils and the same non-penumbra microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.